Event description:
It was reported that this right ventricular (rv) lead had a high pacing threshold. In addition, a low pace impedance with a measurement less than 200 ohms, was observed. The rv lead was abandoned surgically and replaced, as a result. This product has not been returned. This report will be updated, should additional information be received.